Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they experienced a low blood glucose of 42 mg/dl at the time of the incident. The customer was at 68 mg/dl at the time of the call. The customer treated with food. The customer did not mention any symptoms. The customer was not using the insulin pump for an unknown amount of time before the incident. Troubleshooting was not completed. The customer reported they needed a replacement battery cap for the insulin pump. The insulin pump will not be returned for analysis.